Event description:
It was reported the device exhibited ¿error code 46507: screen turns completely red¿. There was unknown patient involvement.

Manufacturer narrative:
B3, d9, g4, d4: UDI unknown. E1 phone: (B)(6). One device was received for evaluation. Visual inspection found the tamper seal to be missing, but the device was in good condition. A review of the event history log was not possible due to error code 46507. Functional testing was performed. Upon review, the reported problem was duplicated. The root cause was unable to be established; however, the mainboard was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.